Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found an unknown dark brown stain on the top side of the printed circuit board assembly. It was also noted that a brownish liquid was found all over the bottom side of the printed circuit board assembly as well.

Event description:
It was reported by the patient that the previously working remote monitor was no longer responding to the start button. Troubleshooting steps were taken, with no success. The monitor was returned and replaced. No patient complications were reported as a result of this event.